Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 12/19/2018. The customer replaced the power management printed circuit board assembly and battery to resolve the reported issue.

Event description:
The customer reported that the unit had an error code message of battery failed. The customer reported there was no patient involvement. The event date was not specified; estimate used.